Event description:
It was reported that prior to implant, a long charge time alert was observed while the device was still in the box. Multiple manual capacitor maintenances were unsuccessful. The device was not implanted.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an anomalous capacitor was found. The cause of the extended charge time was an anomalous hv capacitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.